Manufacturer narrative:
(B)(4). A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the resistance between the guide wire and the ses may include, but are not limited to: product placement technique, sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the shaft of the ses. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the ses over the wire. The guide wire was not returned for analysis. However, the xpert reported in this case was returned and the reported resistance could not be confirmed during functional testing with a new guide wire. This may suggest that the reported resistance may be related to the guide wire or possibly anatomical conditions. However, without having the guide wire to examine, a conclusive cause could not be determined and there is no indication to suggest a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The xpert stent is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat an eccentric, non-calcified lesion in the mid anterior tibial artery. After deployment of the xpert stent, resistance was met upon removal of the stent delivery system on the winn 80 guide wire. No adverse patient effects were reported. No additional information was provided.